Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, illness requiring steroids, compromised immune resistance, peri-implantitis, infection, increased sensitivity, bleeding, inflammation, mobility